Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned mmdg could not complete an investigation. The initial reporter did state that the patient experienced a delay in therapy. This report is being filed for the delay in therapy the patient experienced.

Event description:
The initial reporter states that the pump alarmed an error code 02 and they were unable to clear it. Mmdg followed up with the initial reporter to obtain additional information. The patient's mother stated that the patient had a four hour delay in therapy, but that the patient was "doing fine" after the event. [(B)(4)].